Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported when using the unspecified bd pen needle, the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: it was reported by the distributor: needle blocked. Verbatim: needle blocked.

Event description:
It was reported when using the unspecified bd pen needle, the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: it was reported by the distributor: needle blocked. Verbatim: needle blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.